Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional. It was reported that removal of the spinal cord stimulator was discussed (B)(6) 2018. The system was explanted and not replaced on (B)(6) 2018. It was noted that the event was ongoing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional of a clinical study regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient experienced painful site/pocket of the ins in the left anterior abdominal wall area. The ins was explanted and not replaced. The etiology indicated the relationship of the event to the device or therapy was possibly related, but not related to the implant procedure. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional. It was reported that no outcome was given at this time and the explant had not been scheduled yet. The patient's baseline weight was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating the outcome of the event was resolved without sequelae on (B)(6) 2018. No further complications were reported.